Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal end and tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations of the helix difficulty and high capture threshold allegations. The dislodgement allegation was not confirmed by product analysis but is a known inherent risk of device, based on the field report.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds. The physician decided to reposition the lead, and tried two times to extend the helix mechanism, which extended properly, but the lead dislodged both times. After the third attempt, the helix mechanism could not be extended at all. The lead was removed from the patient and tested on the table, but the attempt to extend the helix again was unsuccessful. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the procedure, this right atrial (ra) lead exhibited high capture thresholds. The physician decided to reposition the lead, and tried two times to extend the helix mechanism, which extended properly, but the lead dislodged both times. After the third attempt, the helix mechanism could not be extended at all. The lead was removed from the patient and tested on the table, but the attempt to extend the helix again was unsuccessful. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.